Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a consumer on (B)(6) 2018 regarding a patient receiving an unknown drug via an implantable pump. The indication for use was non-malignant pain. The patient¿s spouse reported that the patient was in pain and they were unsure if the pain pump was working and wanted a company representative to visit their house to have the pump checked. On 2018-aug-24, additional information was received via a consumer. It was indicated that the patient has major spine issues, including severe back pain/spasms, from arachnoiditis. The patient was noted as being homebound for years. The patient was implanted with a pump and a stimulation device. It was further reported that the patient had a bladder tack procedure performed that was unrelated to their implant and in the past, she was going to have a drg (dorsal root ganglion) surgery, but a physician wanted to have a company representative assess their implant further to see if it would work. It was reported that the patient was rushed to the hospital twice and was currently in the hospital. It was noted that a company representative had previously come to the hospital but was not made aware of issues. The patient¿s pain issues worsened after she dragged a 12 pack of water. In addition to the physical side, it was noted that the patient was ¿losing her mind¿ and clarified that due to the issues she has a lack of sleep from the pain and it was hard to eat. The date the symptoms occurred was (B)(6) 2018. It was further reported that a cat myelogram was done and showed the pump may be compressing the spine. At the top/t11, there was a large granuloma/halo, and at the bottom/t3, there was a large mass. The date of the cat myelogram results showing a granuloma/mass was (B)(6) 2018. It was indicated that there had not been any problems refilling the pump, though the patient was confused by how their healthcare provider described the pump at 3 and 10 o'clock. It was recommended at the time of the report to have the patient follow up with their hcp regarding the issues mentioned. The patient was described as being on a high dose regarding their pump medications. The patient was currently receiving fentanyl, clonidine, and bupivacaine all of unknown drug concentrations and unknown dose rates via their pump. No further complications were reported.

Manufacturer narrative:
Continuation of product ID 8780 (B)(4) implanted: (B)(6)2015 product type catheter UDI(B)(4) a regulatory report was submitted as a correction as all previously reported codes (patient, device, method, evaluation, and conclusion) apply to the catheter. The catheter information (serial #, implant date, etc.) Was provided above. If information is provided in the future, a supplemental report will be issued.